Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized on (B)(6) 2025 through (B)(6) 2025 and diagnosed with peritonitis. The patient stated they received pharmacological therapy (specifics not provided) while hospitalized, and their abdominal pain and cloudy peritoneal effluent fluid has resolved. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and pharmacological therapy (specifics not provided). The etiology of the patient¿s peritonitis is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for renal replacement therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty select cycler cannot be disassociated from having a possible causal or contributory role in peritonitis event. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. However, given the lack of causality, timeline/specifics of events, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized on (B)(6) 2025 and diagnosed with peritonitis. The patient stated they received pharmacological therapy (specifics not provided) while hospitalized, and their abdominal pain and cloudy peritoneal effluent fluid has resolved. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.